Manufacturer narrative:
No serious injury was associated with the reported incident, and no medical intervention was required. The procedure was completed without further incident, and no additional adverse events were reported for the patient. A DHR review revealed no deviations from the manufacturing process that could have contributed to the reported incident.

Event description:
A representative reported that a minor vessel dissection occurred during a pavm procedure involving the use of a sendero max delivery catheter.